Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not received them.

Event description:
Blood glucose results of "245 and 1895 mg/dl" with a lifescan meter, performed within 10 minutes of each other. A potential malfunction of the meter in terms of precision.